Event description:
It was reported that during an angioplasty procedure in the lower extremity artery, the pta balloon was allegedly ruptured. It was further reported that there was difficulty in retracting the balloon through the introducer sheath, and the balloon and the introducer sheath was removed as one unit. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. On the functional testing, the balloon catheter was inflated with the in-house presto inflation device from 8 to 9 atm. Upon inflation, the balloon was inflated without any problems and maintained shape and pressure, then the balloon deflated. Then, the returned balloon catheter was able to be inserted into and retracted from the in-house guide wire and then further into the in-house introducer sheath without any issue. No other functional testing was performed. As during the testing the balloon inflated and deflated without significant evidence of balloon rupture, further the returned catheter was able to insert and retract through out in-house introducer sheath without any issue. Hence, the investigation was unconfirmed for the reported balloon rupture and difficult to remove from the sheath. A definitive root cause for the reported balloon rupture and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 07/2025). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the lower extremity artery, the pta balloon was allegedly ruptured. It was further reported that there was difficulty in retracting the balloon through the introducer sheath, and the balloon and the introducer sheath was removed as one unit. The procedure was completed using another device. There was no reported patient injury.